Manufacturer narrative:
This report is being filed due to an alleged fire incident that we could not investigate so far. We are reporting to the FDA out of an abundance of caution. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Consumer sent e-mail stating the toothbrush got really hot and started smoking. Then, the light blew out and the room was filled with the smell of burning plastic. No injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results: product return was received and investigated. Investigation results confirmed that the melted area on housing of the handle has been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.

Event description:
Consumer sent e-mail stating the toothbrush got really hot and started smoking. Then, the light blew out and the room was filled with the smell of burning plastic. No injury was reported.